Event description:
User facility medwatch received states: "abbott perclose proglide 6 fr, lot #1053041, part #1267303 2 events on same patient. In patient left femoral artery when deploying the device it "got stuck" in an attempt to remove it the device broke in the vessel. A cutdown had to be performed on the patient vessel to retrieve the broken piece and repair the vessel. On the patient;s right femoral artery, decreased blood flow to patients foot noted after deployment of the device (right iliac dissection or also perclose injury) necessitating surgical repair. FDA safety report ID # (B) (4)."

Manufacturer narrative:
Date of event estimated. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is filed under a separate medwatch report number. Attachment: medwatch report # mw5105591.